Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol) the post-operative calculations are very off. The patient is reporting he cannot see. Additional information was requested and received reporting during the procedure a posterior capsule rupture occurred.